Manufacturer narrative:
When the investigation has been completed philips will inform the FDA. Patient. (B)(4).

Event description:
Philips received a complaint from the customer in which they stated that an artery was nicked during a spine exam which caused a bleeding, the system shut down while they were deploying a stent to repair the damaged artery. Because of this bleeding, it was necessary to administer blood to the patient during the restart of the system. Once the system came back up they completed the stent deployment and the spine study.

Manufacturer narrative:
Philips investigated this complaint and we conclude the following: a philips field service engineer (fse)inspected the system log file and found transient error 208 (subsystem error, system still available. It's possible to continue.) With x-gen error 343 (x-ray generator not available. Switch system off/on.) At the time of occurrence. For the error messages the fse completed the system filament calibration and performance test as he suspected the filament current was outside normal values as each exposure technique required several shots. After the calibration the system operated as intended and according to the specifications. The log file has been investigated by a philips specialist and confirms what the fse found. However, the errors indicates a flash over in the mono block and we strongly advice to replace this mono block as it is confirmed that this is the original mono block and is 9 years old now. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Philips investigated this complaint and we conclude the following: a philips field service engineer (fse)inspected the system log file and found transient error 208 (subsystem error, system still available. It's possible to continue.) With x-gen error 343 (x-ray generator not available. Switch system off/on.) At the time of occurrence. For the error messages the fse completed the system filament calibration and performance test as he suspected the filament current was outside normal values as each exposure technique required several shots. After the calibration the system operated as intended and according to the specifications. The log file has been investigated by a philis specialist and confirms what the fse found. However, the errors indicates a flash over in the mono block and we strongly advice to replace this mono block as it is confirmed that this is the original mono block and is 9 years old now. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
A philips field service engineer (fse)inspected the system log file and found transient error 208 (subsystem error, system still available. It's possible to continue.) With x-gen error 343 (x-ray generator not available. Switch system off/on.) At the time of occurrence.